Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert, blank display and burning battery noted. No burn damage on the electronics assembly noted. The insulin pump was tested with a water fill test reservoir, several boluses were programmed and delivered; the units left at the display properly and match units left at the test reservoir. The drive support cap was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. The customer reported that they also experienced low blood glucose of 25 mg/dl. The customer stated that they treated the low blood glucose with food. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer's blood glucose was 158 mg/dl at the time of call. The customer also reported that the insulin pump went blank without alarming low battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.